Event description:
Pt reported that device does nt give confirmation beeps when they program a bolus to be delivered, and pt is not sure if they are getting their insulin. Pt reported experiencing high blood glucose levels (418, 462, and 397 mg/dl) even after giving themself a bolus. However, bolus history reflects that bolus was delivered. Pt self-treated high blood glucose.